Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to using bd vacutainer® sst¿ ii advance plus blood collection tubes, an unspecified number of tubes were missing their label. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information. D9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 24-nov-2025. Investigation summary: bd received 3 samples for investigation. Evaluation of the returned samples shows evidence of missing labels. Visual examination of 100 retained tubes from this lot number identified no further examples of missing labels. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: missing label. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that prior to using bd vacutainer® sst¿ ii advance plus blood collection tubes, an unspecified number of tubes were missing their label. No adverse impact was reported regarding the patient or user.